Manufacturer narrative:
A device history record review was completed for lot# 19b060162. There were no manufacturing related issues related to the complaint issued for this lot. Five sponge samples were received. Inspection of the samples received resulted in 2 sponges with defective handles. These sponges supplied by an external vender. Quality checks are completed at the beginning, middle and end of the lots being produced. The elements are tested for handle missing, misaligned, and defective, there was no defects reported during the check. The provided samples were sent back to the supplier for evaluation. Per the supplier, their device history record was reviewed, and the production process was under control. There were no changes on labor, equipment, environment, material, or product configurations. All workers were trained skillful workers. No such abnormity was found during start-up verification and fqc. The reserved sample of the reported lot was reviewed. The element was sewed well; it was pulled by force, and the element did not detach. The supplier tested the reserved sample of this complained batch, using the other customer¿s test method to test the connection strength. The customer¿s photograph was also reviewed; there were obvious sewing trail with white sewing thread. There were white sewing threads on the lap sponge. The element might have been pulled and then detached. According to the available information combined with the production process, the most probable cause is that the element was not sewn well (no back stitch as required, etc.), so the strength of the joint decreased after washing, drying and pre-treatment. The firmness of the connection between the loop and the bracts is reduced, causing the loop to pull off from the gauze by external force during use. For the firmness of the loop sewing, the workshop has been paying attention on control therefore this problem should be extremely occasional and will not exist in batches. The supplier has notified their workshop personnel of the complaint, emphasizing the customer¿s requirement of quality control, and to improve the worker¿s quality sense. Also, they retrained the sewing workers of the sewing method as per sop. Stressed the requirement of sewing operation: the element with barium film should be superposed for 2 -3cm, and the element must be reinforced by reinforcing needle. In addition, the reinforcing needle should span the width of the element to ensure the strong connection between the element and the product. The production assistant should focus on checking the stitching firmness of the element and products. Any abnormality should be traced and verified timely.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the radiopaque blue tag came off of the white lap sponge.